Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument associated with this complaint and completed its investigation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause for the broken pitch cable was found to be a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The system log indicates the small grasping retractor instrument associated with this event was last used on (B)(6) 2022 on system (B)(4). The instrument had 1 use remaining. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the failure analysis findings. The small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the small grasping retractor instrument wires were coming out of the joint. There was no report of patient involvement. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.